Manufacturer narrative:
The keyboard for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the keyboard had intermittent functionality on 5 keys.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that some keys were difficult to operate and were intermittently working. A keyboard was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect keyboard has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the keys on the mobile view station (mvs) keyboard were unresponsive. There was no patient present at the time of the issue.